Event description:
The customer reported that during a patient transfer, the ceiling lift broke free from the ceiling. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Follow up with the customer revealed that the issue was caused by the support block that was found damaged. In fact, the pictures provided show that the ceiling bolt that attaches the rail to the ceiling was not the one that would be typically used for this type of installation, and it had not been applied correctly, appearing tilted. The patient, who had been lifted about 6 inches off the bed, did not sustain any injury, as he/she was safely lowered back onto the bed. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. These lifts are currently installed using grade 5 steel rods, secured to the ceiling with beam clamps, ensuring they're in a straight position. Hillrom has tried to ascertain who had been responsible for this installation in 2008 but unfortunately this has not been possible. Liko was still not part of hillrom and this job was completed by a 3rd party company, parado medical, that is now out of business. The lift has been inspected at the customer's facility and was found working as intended. The rail system was repaired by replacing the ceiling bolt. Since hillrom has not been able to confirm who performed this installation, this event is being considered a reportable malfunction, in absence of clear information. In fact, although the reported event did not result in a serious injury, the report of a ceiling lift breaking free from the ceiling during a patient transfer could contribute to a serious injury or death, if the malfunction were to recur. If any relevant information is identified, it will be addressed accordingly and will be submitted in a supplemental report. Based on this information, no further action is required at present.